Event description:
A patient reported their device had not helped them a whole lot. They stated that their healthcare provider (hcp) increased stimulation and tried all 4 of their programs and they are still not getting help. They did not think that therapy was helping them since implant. For a while the patient was going every month and at the time of the report, they were going every couple of months. The patient did feel stimulation at the time of the report and said they feel it every so often. Therapy was noted as being on. The patient said they did have an x-ray earlier in the year, but made no allegation or indication that it was related to or affected the device or therapy. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient's issue with their device not helping them and having intermittent stimulation had not yet been resolved. Different settings had been tried, but without results. The patient lastly explained that there had been no known circumstances leading to their device not working and having intermittent stimulation.